Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The doctor was removing solar humeral head and the instrument broke.

Manufacturer narrative:
An event regarding fracture involving a humeral removal tool was reported. The event was confirmed by the evaluation of the returned device. Method and results: device evaluation and results: visual inspection was performed as part of the material analysis report. A functional and dimensional evaluation could not be performed as the device was returned fractured. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: the event description states, ¿doctor ¿ was removing solar humeral head when the instrument broke¿. This is not alluded to in the operative note and no complications as a result of this were described. Device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events reported for this manufacturing lot. Conclusions: the investigation concluded that the device fractured in overload. It was also concluded that there is no indication the event is related to a manufacturing issue. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
The doctor was removing solar humeral head and the instrument broke.